Event description:
It was reported that after a sleeve gastrectomy procedure, the surgeon was using echelon flex stapler with six firings in total. The surgeon ensured the staple line achieved hemostasis before closing the patient. After surgery within the next twelve hours, the assistant surgeon went to take a look at the patient and realized the patient's hp level dropped and readmit the patient back into the or. The surgeon found a spurter on the staple line; the patient was losing blood from the spurter. The surgeon had to oversew that part of the staple line to achieve hemostasis. The patient is currently well.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.